Event description:
It was reported that externalized conductors were observed via x-ray. Lead to can friction was suspected. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. A partial lead with the distal tip measuring 52.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.